Event description:
It was reported on (B)(6) 2025 a patient presented with mitral regurgitation (mr) for a mitraclip procedure. Two clips were implanted. On (B)(6) 2025 a single leaflet device attachment (slda) was observed for the lateral clip. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. One clip was implanted in between the first two index clips to stabilize the slda clip. The final mr grade was 2. Per the physician the slda was due to unhealthy tissue in the grasping region.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) was related to challenging patient anatomy (unhealthy tissue in grasping region). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. Two clips were implanted. On (B)(6) 2025 a single leaflet device attachment (slda) was observed for the lateral clip. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. One clip was implanted in between the first two index clips to stabilize the slda clip. The final mr grade was 2. Per the physician the slda was due to unhealthy tissue in the grasping region.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.